Event description:
It was reported the physician was implanting a trial lead and suspected a wet tap as csf was observed in the epidural space. The lead was removed and subsequently dropped on the floor. A new lead was implanted for the trial. It was also reported the patient did not have a headache or any other adverse symptoms during the procedure. Follow-up determined the patient had proper stimulation during the trial period with no adverse symptoms.

Manufacturer narrative:
Conclusion- complaint could not be confirmed for "not neurological deficit disorder." Visual inspection and functional testing of the returned lead did not reveal any anomalies that would contribute to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.